Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of occlusion, vision loss, and skin discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: method of use - this product is designed to be injected into the dermis by an authorized doctor in accordance with local applicable regulation. As precision is essential to a successful treatment, the product must be used by doctors who have undertaken specific training in injection techniques for filling. Before stating the treatment, pts should be informed of the product's indications, contra-indications, incompatibilities and potential undesirable effects. Contra-indications - do not inject this product in the periorbital area (eyelids, crow's feet) and glabellar region (forehead). The application of the product in the under-eye area is to be performed only by specialists specifically trained in this technique who have a sound knowledge of the physiology of this particular area. Do not inject into the blood vessels (intravascular). Undesirable effects. The pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site. Any other undesirable side effects associated with injection of the product must be reported to the distributor and/or to the manufacturer. Warnings: do not inject into the blood vessels in where vascular occlusions (and subsequently, tissue necrosis) can occur. See scanned pages.

Event description:
In the article "therapeutic intra-arterial hyaluronidase infusion for ophthalmic artery occlusion following cosmetic facial filer (hyaluronic acid) injection", neuro-ophthalmology, vol 38, no. 1 ((B)(4) 2014) the authors describe a patient who immediately after injection with hyaluronic acid dermal filler in the glabella and nasal ala developed skin discoloration of the right glabella and nasal ala as well as "vision loss in the right eye". Pt reported to the emergency room 10 hours after symptom onset and was treated with injections of urokinase and hyaluronidase into the ophthalmic artery and an infusion of hyaluronidase into the branches of the right external carotid artery. "The next day, the pt had no light perception in the right eye, while the involved skin showed diminished discoloration." One month after onset of symptoms vision in the pt's right eye still lacked light perception but skin discoloration had resolved. "Ocular motility and ptosis had recovered substantially. Large-angle exotropia of the right eye had resolved. After 2 years, although posterior synechiae and cataract had developed, there were o signs of iris atrophy, hypotony or phthisis bulbi. But a right sensory exotropia was now observed". The author of the article confirmed that they did not know the manufacturer of the device involved in the event captured by their article. Allergan's approach to compliance to resolve all doubt in favor of reporting.